Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation disease acute') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2018. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psychological or psychiatric problems, type: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia )"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, vaginal infection, vaginal discharge, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted as essure insertion date : (B)(6) 2007. Received treatment for vaginal. Infection, vaginal discharge. No removal planned: unable to afford surgery. She did not claim that essure worsened a previously existing injury/condition . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received: new events"abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) and psychological or psychiatric problems, type: depression , pelvic inflammation disease acute and anxiety" added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.